Event description:
On (B)(6) 2019, the user contacted dario to report high blood glucose readings. She indicated that prior to contacting dario, she was getting high blood glucose (bg) levels of around 270-280 mg/dl. The user stated that due to the high readings she had to take glyburide three times a day. She did not realize that her bg level readings are wrong until she went to the doctor's office, where they measured much lower bg levels. The user indicated that she bought another bg meter which gave her different readings than her dario meter. While on the call with dario's representative, she indicated that she had been using dario for the past year, having high bg levels from the beginning. She indicated that she went to the hospital a couple of times, due to the intake of insulin and glyburide which caused her bg levels to go down to 65 mg/dl. The user later indicated that during the year she had been to the doctor, hospital, and had suffered from depression due to the wrong high bg readings, while stating she does not have diabetes, as her a1c is 5.9. The user did not have her dario meter and cartridge of strips with her at any of the follow ups, however, the user stated that she is using android j7 mobile device, which is an unsupported phone. While on the call with dario's representative the user was referred to dario's website (https://mydario.com/support/getting-started/) and saw the supported phone list. Since the user was using dario with an unsupported phone, this complaint is not confirmed.